Event description:
It was reported that the patient underwent laparoscopic gastric bypass on (B)(6) 2014 and suture was used. While closing the subcutaneous space, the suture broke. Procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: two used suture segments were returned for evaluation. The needled segment had an end that appeared partially cut and partially broken. The non-needled segment had one cut end and one end that appeared partially cut and partially broken, suggesting that the suture may have been nicked by a sharp blade, such as a scalpel, and subsequently broken. The circumstances and force required to break the suture could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.